Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the device was no longer alarming for high or low blood glucose alerts. Their blood glucose level during the incident was unknown. Details regarding symptoms or treatment of their high/low blood glucose levels were not provided. Troubleshooting was not performed. The device will not be returned for analysis.